Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement and shaft detachment were confirmed. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that there appeared to be significant disease in the marginal branches off of the circumflex that required a percutaneous coronary intervention, per the reported incident; however, the stent dislodgement could not be visualized upon review of the cine angiograms provided and the operator achieved good final result. It is possible that there was underappreciated calcium in the target site that may have disrupted the stent and caused the dislodgment. No interaction with another device was appreciated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft detachment and stent dislodgement; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Additional information: returned device analysis identified that the hypotube was separated 18.3cm distal to the distal end of the strain relief tubing. Follow-up with the account confirmed that the hypotube separation occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 85% stenosed, mildly calcified lesion in the mildly tortuous bifurcation of the two marginal coronary arteries. During angioplasty with stenting, the 2.00x23 mm xience alpine stent was advanced and dislodged from the balloon at the end of the non-abbott guiding catheter. A small diameter balloon was inflated distally to the xience apline stent delivery system (sds) and the system was retrieved from the left radial artery but the stent remained. A larger diameter balloon was used and a new attempt to retrieve the stent was performed unsuccessfully. Surgery was performed to retrieve the stent from the radial artery. The patient was discharged from the hospital and is doing fine. No additional information was provided.